Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon inserted im reamer into patient humerus and it fracture when he started teaming the canal surgeon said patient had hard sclerotic bone. No additional information is available. No adverse event was reported.

Manufacturer narrative:
(B)(4) reported event was confirmed by examination of photograph. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Visual examination of the provided picture confirmed the device fractured into two pieces. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.